Manufacturer narrative:
(B)(6). (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "they are getting lots of ail and having to waste lots of medication (schedule 8). Because they are community based patients they then have to get more frequent prescriptions and pay for more medication to be made up which is not ideal especially as they are palliative patients. Delay in therapy: yes need for medical intervention: unknown patient involvement: yes".